Manufacturer narrative:
The complaint investigation was performed which included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 31331un20. Return testing was not completed as returns were not available a review of complaint activity determined that there was normal complaint activity for reagent lot 31331un20. Review of tracking and trending reports did not identify any related trends for the of architect stat troponin-I reagent (ln 2k41). A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The historical performance of reagent lot 31331un20 was evaluated using worldwide field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31331un20 is inside the established control limits, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot number 31331un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect troponin result on one patient. The results provided were: sid (B)(6) on (B)(6) 2020 initial = 1.46 ng/ml (positive), repeated on (B)(6) 2020 = 0.005 ng/ml (negative) (cutoff per package insert 0.30 ng/ml). The customer also stated that a normal troponin result was obtained on the redraw sample after two hours from the original sample with a critical result. No impact to patient management was reported.